Manufacturer narrative:
An extended investigation has been conducted. The investigation did not identify any indication that the product did not meet specification.

Event description:
Meter is not working even after replacing the batteries. Customer said she had it in the living room then all of a sudden, when she was about to use it the other day, it just won't work.

Event description:
Meter is not working even after replacing the batteries. Customer said she had it in the living room then all of a sudden, when she was about to use it the other day, it just won't work.